Event description:
It was reported that during an unknown procedure, the jaws would not open or close properly. A second like device was used to complete the procedure. No pt consequence reported.

Manufacturer narrative:
Date sent: 7/23/2008. Eval summary: the analysis results found that the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our decontamination facility or from our decontamination to the analysis site. The reported complaint was that the jaws would not open or close properly. The clamp was functional, opened and closed as expected; possible causes for this type of issue, could be tissue stuck between the blade and the clamp arm or a large amount of tissue for the clamp to freely open and close. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been defected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.